Manufacturer narrative:
Reporting correction of serial number. This report is filed (B)(4) 2012.

Manufacturer narrative:
This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6), 2012, due to a breakdown of the skin around the implant site. There are plans to reimplant the patient with a new device as of the date of this report, (B)(6), 2012. The manufacturer became aware upon receipt of the explanted device on (B)(4) 2012.